Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The product was returned with no information. The manufacturer's device tracking system indicated that the patient had expired. No cause of death or relationship of the patient's death to the stimulation therapy was reported. Additional information has been requested, but was not available as of the date of this report. Reference MFR report #3004209178200909289.